Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier required maintenance and required witness. A field service engineer (fse) identified biometric identifier malfunction with constant backlight, powered off the station, reseated the universal serial bus cable, and restored proper functionality. Biometric identifier was tested in the hardware test application and passed all tests successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es biometric identifier required maintenance and required witness. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.